Event description:
Loss of atrial capture and greater than 9999 ohms impedance were reported. The physician diagnosed a lead fracture. The lead would be capped at the time of pulse generator replacement.

Manufacturer narrative:
Na